Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address loosening of the stem. Doi (B)(6) 2007 - dor (B)(6) 2012 (left hip) update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, elevated chromium and cobalt levels, lucency around the femoral stem, and fluid collection consistent with a pseudotumor or synovitis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2286949 and 2199348. A search of the complaint database finds additional reported incidents against lot code 2160952 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of pain, elevated ion levels, metallosis, loose stem, and the ha coating has separated from the stem. Records are available for further review the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.